Manufacturer narrative:
This report is for an unknown synthes 1/3 tubular ao-plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: bastian, j and hertel, r (2008), initial post-fracture humeral head ischemia does not predict the development of necrosis, journal of shoulder and elbow surgery, vol. 17(1), pages 2-8 (switzerland). The aim of this article is to evaluate the functional outcome and the occurrence of avascular necrosis in 51 consecutive patients (26 female and 25 male) with a mean age of 44 years (range 21-60 years) with intracapsular fractures of the proximal humerus treated with open reduction and internal fixation using an unknown synthes 1/3 tubular ao-plate between february 1998 and december 2001. 7 patients were lost to follow-up. 41 heads were initially perfused (group a) and 10 were ischemic (group b). The mean follow-up was 5 years (range 3.3 - 7.3 years). The following complications were reported as follows: 4 patient deaths were reported these patients were excluded from the study¿s long term evaluation. Asymptomatic fatigue fracture of the plate occurred in 1 patient, but no revision was required because the fracture had consolidated soon after plate failure. Revision surgery was required for 17 complications (stiffness, arthrolysis, hematoma, refixation of a displaced greater tuberosity). 14 patients had structural alterations. 6 patients had collapsed heads. (B)(6) year-old woman's humerus head was perfused, intraoperatively. 5 years postsurgery, radiological analysis revealed structural alterations in the humeral head. (B)(6) year-old woman's humerus head was perfused, intraoperatively. 7 years postsurgery, despite initial perfusion of the head, ischemia occurred, leading to necrosis and collapse of the subchondral plate. (B)(6) year-old man had structural alterations in the humeral head 4 years postsurgery. (B)(6) year-old woman had structural alterations in the humeral head 6 years postsurgery this report captures asymptomatic fatigue fracture of the plate occurred in 1 patient. This report is for an unknown synthes 1/3 tubular ao-plate. This is report 6 of 6 for (B)(4).